Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the physician performed some ablations to the cavotricuspid isthmus they decided to proceed with the transseptal puncture using a st. Jude sl1 sheath and brk needle 71 cm needle. At this point they noticed that there was no tenting and that the needle did not go as intended. The physician used the intracardiac echocardiography (ice) catheter to confirm the pericardial effusion. There was a small, about 20 mmgh drop in the systolic pressure. Pericardiocentesis was performed and about 450 cc of fluid was removed. A stat transthoracic echo was ordered but by the time they go to the procedure room the physician had already performed the pericardiocentesis and removed about 400 cc of fluid. The drainage tube from the pericardiocentesis was left in place for about another hour and then the patient was transferred to intentive care unit (ICU). The patient is stable and was admitted for overnight observation. In the opinion of the physician the event was related to the patient¿s anatomy. She stopped seeing the tenting of the brk needle when she pulled down on the fossa ovalis. There was a good outcome of the event, the patient is very stable and is transfer to the floor for monitoring. No extended hospitalization per physician. Per physician, there was no steam pop & it was verified by checking the ablation dashboard. The flow setting of the catheter were 2/15 ml/min. There were no error messages observed on biosense webster equipment. Graph, dashboard, vector and vizitag features were used for contact force visualization. The generator was set to 30 watts of power. Visitag was used with surpoint ablation setting index, 3mm range, 3 sec. Time, 20% force over time with 3mm tag size. For color options it was set to 5second-15second, bi-polar mapping. No additional filter used in vizitag setting. No other color option was used. Based on the event description, there is very strong probability that the event was caused during transseptal. However, since some ablation was performed prior to discovery of the effusion this event will be conservatively reported under the bwi ablation catheter only.